Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. The tamper seals were intact. The device was in good physical condition with scratched screen. A fluid filled cassette was attached to the pump, testing could not be completed due to air in line alarm displaying. (B)(4) was performed. Pump ran 2min 38 sec, pump alarmed 2min 30 sec. Stop watch e6721, test passed. The reported problem was duplicated. The root cause was found to be an issue with the air detector. Actions/repairs were done to correct the reported issue: replaced air detector.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device was alarming "air in line" when there was no air in line. There was no patient, or clinician injury associated with this occurrence. It occurred during testing. No further details provided at this time.